Manufacturer narrative:
(B)(4). The customer reported the battery led indicator is not working. Philips did not evaluate the device. The customer was advised by philips technical support to replace the control pca. The customer decided not to repair the device. The customer stated the device would be retired from use.

Event description:
The customer reported the battery led indicator is not working.